Event description:
Patient underwent four (4) coronary artery bypasses on 12/9/91. Intra-aortic balloon pumping (iabp) was instituted preop for lv dysfunction (ef 26%). Iabp inserted via right femoral artery without problem. Augmentation was good. Iabp catheter dc'd later the day of or as it was no longer needed. There was considerable resistance to withdrawal of the catheter. Upon withdrawal, the outer balloon was noted to be seperated from the inner catheter tip and the balloon was bunched up. Hemostasis was attained after one (1) hour digital pressure. Subsequently there was absence of peripheral pulses (rt leg) and the patient underwent thrombectomy and repair of right common femoral artery. Post-op good ankle doppler signals. At time of the incident, the patient was being cardiac monitered with multiple IV's and infusion pumps and ventilated. The iapb machine was datascope 90device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, invalid data. Invalid data - on device destroyed/disposed of status.